Event description:
Anesthesia connected patient to anesthesia machine however was unable to ventilate adequately in any ventilator mode. Received message "exp leak" error. Anesthesia bagged patient and maintained adequate ventilation and oxygenation. The vital sign monitor lost the ability to take nibp and monitor o2 saturation. FDA safety report ID# (B)(4).